Event description:
Pt is a 37-yr-old white female, g2p2, status post implantation of submuscular inframammary 300 cc h/s gels in 89. Local and systemic problems pt has are paresthesias, fatigue, axillary adenopathy, headaches, memory loss, sicca, hair loss, rashes, sensitivity to sun, mitral valve prolapse, increased cholesterol, gi/gu problems, healthy except for hepatitis in 87. Pt is light smoker. MRI 5/94 shows bilateral rupture. On 3/7/95, bilateral capsulotomies, removal of ruptured gel implants, marked cloudy, moderate yellow capsules with granulomatosis with histiocytes.